Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2020-30992. Related manufacturer report 1627487-2020-30684. Related manufacturer report 1627487-2020-30685. It was reported that patient experienced ineffective stimulation, due to lead migration issue. Upon x-ray observation lead migration was confirmed wherein one lead migrated one vertebral body and the second lead migrated half a vertebral body. Patient denies any traumas or falls. Blood work was done, and no presence of abscess was confirmed. Both leads were explanted, and new leads were implanted. During the procedure, anchor damage issue was observed. Both anchors were explanted, and new anchors were implanted. Effective therapy was established post procedure. Patient was stable.